Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had open book image on insulin pump¿s screen when customer was getting ready to get into shower. Customer¿s current blood glucose was 165 mg/dl. Customer mentioned that customer was in the swimming pool prior to taking a shower when the alarm occurred. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.